Manufacturer narrative:
Product event summary: at analysis it was determined that the device was internally contaminated, its upper case lens was cracked and its cable was damaged (cut). The device was to be scrapped due to a lack of parts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.